Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The cable and rear panel were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that the cable had a short causing the reported event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000167, serial/lot #: (B)(6) ubd: , UDI#: kit svc o2 bi71000167 cblasy dbl shldmvs kit svc o2 bi71000424 panel rearcab brkt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system took a while to boot up. When the system did boot up and the imaging method is changed from 3d to 2d or any change was made to scanning methods, the pendant displayed "initializing please wait". The site performed a reboot with the image acquisition system (ias) and mobile view station (mvs) connected, with no effect. The site swapped the imaging system for the remainder of the procedure. The site performed another reboot (disconnected ias and mvs, rebooted both independently, reconnected ias and mvs), no effect. When attempting to change from 2d to 3d spin, pendant displayed "initializing please wait", then pendant displayed "standalone mode", and the site was able to raise the gantry to clear the docking pins. The site was then able to select 2d / 3d spin, changed the patient orientation, and then the system again displayed "initializing please wait". The site used the pendant to try and change image modality. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.